Manufacturer narrative:
Block h6: added codes 419 (balloon) and 2199 (no health consequences or impact).

Manufacturer narrative:
Block d9/g3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with water, the device was pressurized and at less than 2 atm, a pinhole leak was observed at the center of the balloon. Block h6: per the IFU, at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rbp.

Manufacturer narrative:
The patient's weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device has not been returned for evaluation, thus no returned product investigation was performed. (B)(4).

Event description:
The angiosculpt device was used to treat the distal vaivt. During inflation at 8 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.